Manufacturer narrative:
.

Event description:
Additional information from the consumer reported that to resolve the issue, she called asking about which setting to put the device on. She was referred to the doctor and instructions were given. It was unclear what led to the prolapse; the patient had a history of constipation. The rectal prolapse had not been resolved. The patient had an appointment with the doctor in (B)(6) 2015.

Event description:
Additional information from the consumer reported that the patient had a rectal prolapse surgery on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0q3td, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that they were having a lot of rectal prolapse and was told by their doctor she would need a surgery. The doctor was now on personal medical leave. The patient was looking for a surgeon who was also familiar with interstim. Regarding event date, the patient first said she for sure had it for over a year. Then she said hcp (healthcare provider) diagnosed rectal prolapse in (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications were use were noted asgastrointestinal/pelvic floor and fecal incontinence.